Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage and user's test strips are expired.

Event description:
Customer complains of erratic results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 90-120mg/dl fasting. Verified the strips expire 7/31/2018. Customer confirms the strips have been stored in the kitchen and were first opened 6 months ago. Customer called concerned that his meter was not reading correctly (indicating a 75 point difference on back to back readings). Customer refused to provide any additional information.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no issue on returned meter; meter is functioning properly most likely underlying root cause of malfunction: user's test strip had poor storage and user's test strips are expired.

Event description:
Customer complains of erratic results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 90-120mg/dl fasting. Verified the strips expire 7/31/2018. Customer confirms the strips have been stored in the kitchen and were first opened 6 months ago. Customer called concerned that his meter was not reading correctly (indicating a 75 point difference on back to back readings). Customer refused to provide any additional information.